Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs), alleging that the onetouch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient manages his diabetes with oral medication. The power issue began around (B)(6) 2013. The patient subsequently develop symptom of shaking and required hcp medical intervention at the emergency room. The patient was not inclined to provide any more information during troubleshooting. The issue was not resolved with training. This complaint is being reported because the patient had symptom suggestive of hypoglycemia and required hcp treatment. The lfs products was replaced and requested back for investigation.